Event description:
Pentax medical was made aware of an event which occurred in asia pacific region involving pentax video colonoscope ec38-i10f sn: (B)(4). The event reported on (B)(6) 2021, stated that during use, the user found that air feeding was not enough, and field of vision was not good. Then the user changed another one to continue and explained to the patient. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable for this specific device. Similar device being sold in the USA ec38-i10l-us with a 510k # d216954. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. Due to memo and policy change effective july 1, the new awareness date for this MDR will be july 1, 2021.